Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: patient had left hip pain, patient chromium levels was 3.8. Doctor considered this to be a corrosion issue with head and accolade I stem, and aseptically loose titanium. Removed femoral head, darkening inside head and around trunnion of accolade I stem. Removed trident liner, screw and titanium cup. Replaced cup with competitor cup screw and liner, used titanium conversion sleeve v40 to c-taper and used a +2.5 biolox 36 mm c-taper head which is off label use with competitor liner and cup. Surgeon reported stem was well-fixed and well-positioned.